Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 378 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the site. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during the pod's run. The fluid path and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 378 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the site. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.